Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the potential product code/lot# combinations were conducted with no findings.

Event description:
The user facility reported that the tr band leaked air after application and removal of air syringe. Started with 16cc of air in the band. Patient started bleeding from access site. When the rn checked the band for pressure, only 6cc of air remained. The patient was in stable condition. Blood loss was less than 250cc's. Additional information was received on 23july2020: the procedure was a left heart catherization and the issue was resolved by removing the faulty tr band and applying a new one.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.